Event description:
The customer reported that the defib was failing the defib and the pacer test portions of the op check.

Manufacturer narrative:
(B)(4). The customer reported that the defib was failing the defib and the pacer test portions of the op check. The device was evaluated at philips. The symptom could not be duplicated however, the system log showed errors supporting a malfunction occurred. The therapy pca was replaced as a result of these errors. The device was returned to the customer after passing all testing.